Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due the device failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device failed the homechoice return instrument test / evaluation (rite) electrical ground bond test. The product analysis lab evaluated the device and all ground resistance measurements were within the ground bond specification. The assignable cause for rite test failure - ground bond was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. No issues were identified during manufacturing that may have contributed to the reported problem. A service history review revealed that this device has not been previously serviced for the reported condition.